Event description:
A physician initially reported that a pt's device was going to be removed as she was having difficulty swallowing. F/u with the surgeon's office revealed that the pt had been explanted already, and the pt had been complaining of the swallowing difficulties for "a while". The device had been disabled for approx two years, and the event was stated to be related to the stimulation. The pt's explanted material had been discarded by the facility. Attempts for further info have been unsuccessful to date.